Event description:
Light is not working properly due to burnt wire inside lighthead.

Manufacturer narrative:
Light was not functioning properly due to burnt wire inside lighthead. No injuries or adverse events occurred. Unit was not returned to manufacturer for evaluation. Possible root causes are improper crimp or poor maintenance. We have not received add'l complaints regarding burnt wiring due to manufacturing process. We will continue to trend through complaints for add'l incidents.